Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 31ga 8mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that after attaching the pen needle to the pen the drug did not come out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date : unknown. Initial reporter phone# : unknown. Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 31ga 8mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : the customer reported that after attaching the pen needle to the pen the drug did not come out.